Event description:
Medtronic received a report that for the ruptured aneurysm of the right internal carotid artery c6 segment, the blood flow diversion dense mesh stent ped-475-20, lot number b709537, was selected to implant. During the deployment process, the tail end of the stent could not open normally. Because the tail end of the stent could not open, the stent was retrieved and deployed again, but it was found that the stent could not be retrieved, and then the whole system was removed from the body. There was failure to open in the proximal section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right c6 aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 3.5 mm distal and 4.9 mm proximal. It was noted the patient's vessel tortuosity was moderate. There was normal postoperative angiography.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was being treated for an unruptured aneurysm. The cause of the failure to open and resistance was not determined.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex pushwire and phenom 27 catheter were returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch. The pipeline flex pushwire was returned within the phenom 27 catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the pushwiere was extending out from catheter hub. No bent or kink was found with pushwire the distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. An in-house 0.026" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issues. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance during delivery as no defect were found with pushwire and phenom 27 catheter. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at proximal as the pipeline flex braid was not returned for analysis. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.